Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set, with blood glucose rising to 393 mg/dl after a pump disconnect and resuming delivery, and the caregiver performed multiple site changes and delivered subcutaneous humalog boluses to correct high glucose. Symptoms included fatigue without additional acute findings. Outcomes included transient interruption of usual therapy, use of back-up subcutaneous insulin, and eventual return to automated insulin delivery with glucose trending down; no medical intervention or hospitalization occurred. Investigation included complaint handling, troubleshooting, and education with follow-up and shipment of replacement infusion sets. Investigation of this case revealed no alarms or occlusion alerts, no visible leakage, and no confirmed device malfunction, with the cause of hyperglycemia remaining undetermined. It was concluded that the event was related to hyperglycemia of unclear cause with user-managed recovery and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.